Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead polarity switch occurred in 2016. The patient was lost to follow-up, and device recently reached recommended replacement time (rrt) status. Subsequently, the lead diagnostics became disabled. The right ventricular (rv) lead was capped and replaced during the generator change. No patient complications have been reported as a result of this event.